Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 75mg/dl when compared to a laboratory result of 36mg/dl. These values, when plotted on a clarke error grid, fall in the "d" zone and are clinically significant. There was no report of death, serious injury or mistreatment associated with the event.